Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, the receiver had intermittent audio output. No additional event or patient information is available. The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.